Event description:
Caller reported issue with insulin gauge displaying an unexpected amount. There was no adverse impact to the customer¿s blood glucose level. Technical support advised using room temperature insulin when filling the cartridge, which caller acknowledged; however, caller chose to continue using current cartridge and will follow up if necessary.